Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (595 mg/dl). Customer reports pump seems to be working as expected. Customer delivered a correction injection to stabilize his blood glucose level. Pump passed delivery sys check.